Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl on the continuous glucose monitor (cgm). Cause was not known. Customer was not very alert or responsive and received third party assistance from their mother, who provided nasal glucagon to address bg. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.